Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on previous day. The customer¿s blood glucose level was 600 mg/dl at the time of hospitalization. The insulin pump was on auto mode at the time of incident. The customer treated high blood glucose with manual injection. Customer alleging possible insulin pump was under delivery. The device will be returned for analysis.